Event description:
The customer contact reported the patient received more IV fluids than intended. At an unspecified time, the device was programmed to deliver normal saline 1l, at a rate of 153 ml/hr, for a duration of ¿8-10 hours,¿ and the delivery was started. After 2 hours, it was reported that the nurse returned to the patient¿s room because the device was alarming with an unspecified alarm. At that time, the nurse noted the normal saline container was empty; however, the device display indicated there was 719 ml left to be infused. It was reported that the nurse noted a little spillage on the floor. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2012, at 0149, the device alarmed with n161 (line a vtbi complete). At 0151, the delivery on line a was stopped with a vi (volume infused) of 800 ml. The settings were not cleared. At 0152, line a of the device was programmed to deliver, at a rate of 150 ml/hr, with a vtbi (volume to be infused) of 1000 ml, for a duration of 6 hours and 40 minutes, and the delivery was started. At 0343, the delivery on line a was stopped with a vi of 1079.8 ml. At 0345, the device alarmed n102 (infuser idle 2 minutes). At 0346, the delivery was restarted and stopped with a vi of 1080.3 ml. Between 0348 and 0352, the device alarmed twice for n102. At 0403, the device was turned off. A review of the device history indicates that the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.